Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that a perforation occurred and the filter was tilted. No patient complications were reported.

Manufacturer narrative:
Date of event corrected from (B)(6) 2020 to (B)(6) 2017.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that a perforation occurred and the filter was tilted. No patient complications were reported. It was further reported that a computed tomography (CT) scan was performed on (B)(6) 2017 that showed that the filter is tilted anteriorly with its cone lying on the wall of the inferior vena cava (ivc) possibly embedded into. The legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat. Two of the legs penetrated into the duodenum. One leg is touching the anterior periosteum of a vertebra possibly embedded.